Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient tested 5.2 inr on the coaguchek xs system while a comparison lab returned as 3.0 inr. Patient had gone to the hospital after testing 5.2 inr due to flank pain; patient was admitted to the hospital overnight. Patient's coumadin dose was held based on lab value. Treatment information was not provided. Requested return of suspect system and replacement was sent.